Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. We were unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, no delivery test, displacement test and verify motion sensor test failure alarm, no delivery alarm due to motor error alarm. The insulin pump passed idle current test and run current test. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed a motion sensor test failure alarm. Device alarmed a motor error alarm after rewind. Customer's blood glucose was 296 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.